Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The pcb00 unit was visually inspected. Visual inspection revealed scarce amount of viscoelastic solution on cartridge which indicates that the unit was handled and prepared for surgical use. The lens was observed stuck in the loading zone area. The plunger and pushrod were partially advanced in the preloaded insertion system. No assembly error and/or defect were observed in the preloaded insertion system related to the manufacturing process. One piece of haptic was returned and was observed with surface residuals and ovd residue indicating that the unit was handled and prepare for surgical use. A review of the directions for use (dfu) was completed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. The manufacturing records for the intraocular lens were reviewed. The manufacturing processes records were evaluated and showed the device was manufactured within specification requirements. There were no associated deviations. Two non-conformances reports were present in the manufacturing record review; however, were not related to the reported compliant. No material or process changes were present. The lens was manufactured according to established specifications and procedures. The evaluated mrr confirms the product was manufactured according to specifications. The complaint was evaluated, and the record review ruled out any manufacturing related issues. No manufacturing related deficiencies or deviations regarding this complaint were encountered for the production order. No manufacturing related issues were identified. Product was manufactured and released within specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon was inserting the intraocular lens (iol) into the patient's eye and the lens broke up into little pieces. The surgeon removed the little pieces from the patient's eye and re-inserted a new iol of the same model and diopter. Reportedly, the patient is doing fine.